Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the cause of the delivery issue was use related since excessive force were applied, which resulted into introducer damage and catheter kink.

Event description:
The user facility reported a female patient had a bipella support of impella cp- impella rp planned for a patient in the ER with vtach and a lucas device supporting the heart function. The impella cp was placed but, the impella rp was unable to be successfully delivered. The team troubleshot with wire exchanges but when advancing the pump the sheath split and catheter became bent and unable to advance.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella rp with smart assist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.